Event description:
It was reported that the customer experienced multiple occlusion alarms, including alarm 2 and alarm 26, over several days. Despite the alarms, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or register as ¿high¿ on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.